Event description:
As reported, the outer sleeve of a 6/7f mynx control vascular closure device (vcd) struck the unknown sheath hemostasis valve when the user attempted to advance, and it caused it to split. As a result, it became difficult to fully insert the device. There was no reported patient injury. The device was stored and prepped as per the instructions for use (IFU). The user is mynx certified. A 6f non cordis sheath was used. Hemostasis was achieved with another unknown mynx device. The sealant was not exposed. The device will be returned for analysis. Addendum: product analysis demonstrates that the sealant was exposed due to the frayed/ split condition observed to be present on the sealant sleeves.

Manufacturer narrative:
As reported, the outer sleeve of a 6f/7f mynx control vascular closure device (vcd) struck the unknown sheath¿s hemostasis valve when the user attempted to advance, and it caused it to split. As a result, it became difficult to fully insert the device. There was no reported patient injury. The device was stored and prepped as per the instructions for use (IFU). The user was mynx certified. A 6f non-cordis sheath was used. Hemostasis was achieved with another unknown mynx device. The sealant was not exposed. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The sealant remained in its manufacturing position, exposed due to the sealant sleeves¿ frayed/split condition. The procedural sheath was not returned with the device; nevertheless, the syringe was returned separated from the unit, and the stopcock was found in the open position. A dimensional analysis was not performed due to the conditions observed to the sealant sleeves. A corresponding 6f cordis catheter sheath introducer (csi) could not be tested for an insertion/withdrawal evaluation per the functional analysis requested as the frayed/split condition present with the sealant sleeves did not permit the passage of the csi. Additionally, due to the sealant¿s exposure, a premature deployment was considered to be present; therefore, a deployment mechanism functional analysis was executed. Both buttons (1 and 2) were depressed, showing that the sealant could be deployed, and the balloon was retracted as expected. A high magnification analysis of the sealant sleeves was executed. During this analysis, it was observed that the sealant was exposed due to the frayed/split condition observed to be present with the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.